Manufacturer narrative:
Additional information: section de (device expiry date) has been updated based on the returned product download. Sensor 0ayd58fr7 was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. De-cased the sensor and performed visual inspection. Observed residue on antenna and battery. Extended investigation was also performed. The returned patch was de-cased and no issues with the patch's components or sensor flag were observed. The residue on the antenna appears to be soot from the laser cutting that occurs during manufacturing, the observed soot did not appear to have any impact on the functionality due to the sensor having no issues communicating with the evaluation module (evm), and reader. The observed battery residue appears to be residue from the battery weld process during manufacture. The battery voltage measured to be within specification. Glucose solution test was performed to check the accuracy test of the returned patch's reading. No inaccuracies were observed. No other issues were identified. No evidence of a product malfunction was observed during the investigation therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.